Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the product support engineer (pse) troubleshot this issue with the customer over the phone. Reviewed zero off set reading, once calculated the unit passes the pressure accuracy testing.

Event description:
The customer reported that the ventilator was failing the performance verifications test (pvt) testing at 1 with a reading of 39. The ventilator was not in use on a patient at the time of the event occurred.